Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV and seroma-late.

Event description:
Patient reported for right side "feels insecure because prosthesis model is in the recall and can lead to serious health problems such as anaplastic large cell lymphoma", "pain", "anxiety attacks", "capsular contracture grade IV", "lower rotation of the prostheses", "macrolobulated contours", "some folds of the envelopes", "small accumulations of fluid around the implants". Also reported "nodule", "insomnia" which is not related to the device. Device remains implanted.